Event description:
The recipient reportedly experienced a head trauma followed by sound quality issues. External equipment was exchanged and programming adjustments have been made, however, the issue is not resolved. The recipient was recommended to discontinue device use. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection of the device revealed tears on the silastic overmold on both top and bottom covers prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across several electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issues from one feedthru vendor. A CAPA has been implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.